Manufacturer narrative:
The troponin t reagent lot number and expiration date were not provided. The hcg-b reagent lot number and expiration date were not provided. The field service engineer found that the liquid level detection (lld) was having errors. He replaced the lld sample sensor board. The root cause was due to a component issue in the lld sample sensor board. The service action (replacing the lld sample sensor board) resolved the issue. The customer confirmed that the instrument was performing within specifications.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t assay and 1 patient's sample tested with elecsys hcg+b assay on a cobas 6000 e601 immunoassay analyzer. Sample 1 (patient 1) was tested for troponin t: initial result: 6 ng/l. This result was not reported outside the laboratory as it did not match the patient's clinical history. Repeat result: 60 ng/l. Sample 2 (patient 2) was tested for hcg+b: initial result: negative. This result was reported to the clinician and the patient. The patient refused the treatment. The sample was then repeated due to the objection of the patient. Repeat result: >10000 miu/ml.